Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient reported that his skin was irritated where the front therapy electrode sits and was 'digging a hole into his skin', an area of about 2x4 inches. The area was reportedly 'itchy and hurts'. The patient indicated he would discuss with his physician the following day. Zoll made multiple attempts to follow-up with the patient, but was unsuccessful in reaching the patient.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.